Event description:
Boston scientific received information that an alert was detected for low shock impedances of 13 ohms. Previous shock impedance measurements had been reported as high. Boston scientific technical services (ts) reviewed information and discussed how this system has a single coil lead, but the device setup is triad for shock vector so they suspect the patient has another non-boston scientific lead used as the proximal coil. The last delivered shock was in (B)(6) 2010 after the lead was implanted and a normal impedance of 40 ohms was noted. Ts discussed further that this could be a start of a lead issue with the non-boston scientific lead or possible electromagnetic interference (emi) and discussed checking for sources that could be a cause. A request for additional information has been made. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.